Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother was reported via phone call that, the customer had high blood glucose of 504 mg/dl. Customer¿s current blood glucose was 520 mg/dl. Customer treated for high blood glucose with manual bolus. Based on customer report customer does not allege pump was under delivering. Customer declined to perform the high pressure test. As per troubleshooting informed customer to change the set and will replace with another. The insulin pump will not be returned for analysis.